Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture and shaft break occurred. Using the right femoral approach, the procedure treated the target lesion located in the left anterior descending (lad) artery. The lad was moderately tortuous with severe calcium that was evident throughout the vessel, particularly a segment of 60-80mm in the proximal lad. The patient was scheduled as a high risk complicated coronary intervention case and the left circumflex artery was successfully treated first. Next a luge guide wire was placed in the lad and five different apex balloon catheters were used in an attempt to exchange the wire for a rotawire extra support catheter, but none were able to cross the mid section of the calcified segment. None of the balloons were able to be advanced all the way down, but an attempt was made to exchange the wire to a rotawire, but the rotawire was never able to be completely passed through the diseased segment either. At this point, the wire was exchanged out for a mailman guide wire. Again multiple unspecified balloons were advanced to the calcified segment and pre-dilation was attempted. All the balloons failed to dilate the calcified segment of the lad. The last balloon that was attempted was a 2.5x15mm nc quantum apex balloon, which ruptured during the attempt. The physician then could not remove the catheter which was stuck in the calcified segment of the vessel. Ultimately, that balloon catheter shaft broke leaving behind a portion of the balloon and the balloon catheter shaft in the lesion. It appeared that the outer shaft of the catheter broke at the point of the proximal balloon marker band. The inner shaft appeared broken at the proximal wire port weld and remained behind in the patient. The patient was stable throughout entire procedure with the help of a planned perfusion assistance device. The patient then underwent a successful bypass surgery that was performed later that evening. The surgeon removed the balloon catheter segment that was left behind in the patient. No further patient complications were reported and the patient status was stable.